Event description:
As per information received from the affiliate: this patient experienced an acute thrombosis immediately after the implantation of two cypher stents in the proximal through distal left anterior descending artery (lad). This was successfully treated with aspiration thrombectomy, additional balloon inflations, and thrombolytic therapy. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking ticlid and cilostazol. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, moderately calcified, eccentric, long (40mm), c-type flexion lesion extending from the proximal through to the distal left anterior descending (lad). A bolus of 15,000 units of heparin was administered via IV, and act's were reported to be 313 seconds. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with 2.5 x 15mm balloon inflated to 12 atms for 30 seconds. A 2.5 x 23mm cypher stent was deployed to the mid-lad to 16 atms for 20 seconds. A 3.0 x 23mm cypher stent was then deployed proximal to and overlapping the first, to 18 atms for 20 seconds with unsatisfactory results. The stens were post-dilated with a 3.5 x 10mm balloon inflated to 22 atms for 20 seconds (twice). Of note, for the deployment and post dilation of the stents approximately seven inflations @ pressures greater than 16 atms took place. Intravascular-ultrasound was conducted. Residual stenosis was reported to be 0%. Timi ii flow was noted throughout the stented segment. While taking a final cineaglogram, the presence of a thrombus at the overlapping segment of the two cypher stents was noted. Aspiration thrombectomy and additional balloon inflations with both a standard ptca balloon and a high-pressure balloon were conducted to stop the thrombus formation. A thrombolytic agent was also administered. The patient was discharged five days later on the same pre-procedure medications.